Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6)2019 what symptoms lead to the discovery of the discontinuous device? When did they begin? Reflux ¿ aprox. (B)(6)2019. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging.(B)(6)2023 ¿ image requested. What is the device lot number? Unknown and not in the patients chart. What is the product code? Unknown but the chart showed size 15 but no specific code/lot# or implant sticker. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Unknown. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? Esophagogram performed on (B)(6)2023 to confirm discontinuation and image has been requested. We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Wilco. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Device removed (B)(6)2023 and a size 16 re-implanted. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Obe by the time of this request. When and if the linx device is removed, may we ask that the device be returned for analysis? Device is inbound via standard fedex return kit. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted because it was discontinuous. This was verified by an esophagram. A new linx device was implanted, lxmc16.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2023. Additional information received: what is the correct bead size or product code for this complaint? 14. Is the 14 bead device the correct product for file (B)(4)? Yes. If the correct code for file (B)(4) is a lxmc15 then what product complaint number does the 14 bead size belong to? The patient has subsequently obtained lot# 19821 for lxmc14 from his provider/clinic in (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Investigation summary: a linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis and tooling marks were observed in some beads. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. A manufacturing record evaluation was performed for the finished device 19821 number, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2023.